Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion code is being updated for this event.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the pump was replaced on (B)(6) 2017 and was returned. The patient reported the pump ¿stopped working in (B)(6)¿. The pump logs showed the motor stall exceeded normal time. The pump logs showed several motor stalls. The issue was resolved at the time of this report and the patient¿s status at the time of this report was ¿alive-no injury.¿ the pump was being used to deliver lioresal 500 mcg/ml at 60 mcg/ml. It was noted the patient was taking oral baclofen to supplement lack of medicine from the pump.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional (hcp) via an manufacturer's representative (rep) regarding a patient receiving an unknown drug of an unknown concentration at an unknown dose via an implantable infusion pump for intractable spasticity. It was reported that the patient noticed the pump stalling on and off repeatedly. This had happened in the past around the (B)(6) 2016 time frame as revealed by the physician. There were no known environmental/external/patient factors that may have led or contributed to the issue. As troubleshooting, the logs were read per the physician and relayed that the pump was continuously stalling on and off. As an action/intervention the patient was referred to neurosurgery to have the pump replaced. The issue was not resolved at this time, and surgical intervention was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found corrosion and wear on the internal gears inside of the motor, and a stall that was a result of shaft-bearing. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.